Event description:
Ventilator failure in sicu that produced a strong burning smell. Ventilator failed while in use. Pt was transported for a CT and back to their room. The unit shut-off producing a burning smell and was hot to touch. Unit was replaced with another ventilator.